Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated it failed to alarm. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing and had no effect on a patient. They stated that they did not have any additional information. (B)(4).

Event description:
The initial reporter stated that the pump was not alarming no flow out as expected. They stated it failed to alarm. Mmd did follow up with the initial reporter who stated that the complaint had occurred during testing and had no effect on a patient. They stated that they did not have any additional information. (B)(4).

Manufacturer narrative:
The pump was returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. When the device was returned to mmd for investigation, it operated as expected. Mmd could not replicate or confirm the reported complaint. Based on this information, an MDR would not have been required.